Event description:
At implant, impedances read >3600 ohms on some electrode combinations. When the leads were tested in the snaplid, all impedances were within the normal range. Fluoro tests revealed no issue with the implantable neurostimulator connector block. Implanted leads as intended and planned to test impedances post operation. The pt's status was unavailable at the time of the report. Additional info has been requested and will be provided as a follow-up when it becomes available.

Manufacturer narrative:
(B)(4).